Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; it was noted the helix would not extend due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin was rotated; full lead analyzed.

Event description:
It was reported that during implant attempt, the helix failed to extend during repositioning attempt. There was possibly tissue impeding the mechanism. No patient complications have been reported as a result of this event.